Event description:
It was reported that the patients trial procedure was aborted due to a wet tap and the patient experienced a severe headache the following day. The used lead was discarded by the medical facility. Upon follow-up, the patient was doing well and the headache had subsided.